Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe w/ bd luer-lok¿ tip plunger rod was broken. The following information was provided by the initial reporter: material no. 309657, batch no. 8222927. It was reported that there was physical damage to the plunger of her syringe barrel. Description of issue: customer reported physical damage to the plunger of her syringe barrel. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes ((B)(6)) did issue cause any injury? If yes, what type of injury? No, customer did not attempt to use syringe because of the physical damage observed. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Customer was able to fill her cartridge with a different syringe successfully." Spoke with customer, she stated she was also having issues with her needles being clogged/blocked. At the time of the call she did not have the ref and batch numbers with her.

Event description:
It was reported that bd luer-lok¿ disposable syringe w/ bd luer-lok¿ tip plunger rod was broken. The following information was provided by the initial reporter: material no. 309657 batch no. 8222927 it was reported that there was physical damage to the plunger of her syringe barrel. 1. Description of issue: customer reported physical damage to the plunger of her syringe barrel. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences: 1 4. Item number 3 ml syringe ¿ 309657 6. For bd product only, are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes (contact: (B)(6). 7. Did issue cause any injury? If yes, what type of injury? No, customer did not attempt to use syringe because of the physical damage observed 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9. Resolution cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Customer was able to fill her cartridge with a different syringe successfully." Spoke with customer, she stated she was also having issues with her needles being clogged/blocked. At the time of the call she did not have the ref and batch numbers with her.

Manufacturer narrative:
Investigation: photos received for investigation. It is observed a damage to the plunger at the top on one of the ribs. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The damage to the plunger can be due to the mismatch in the input disc causing the damage in it.